Event description:
The customer reported the system displayed multiple system errors and was unable to produce a usable live image. No patient death or serious injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.